Event description:
It was reported that the device went to rrt (recommended replacement time) after three years and three months. The physician, patient and family were not happy with the device longevity. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available. Evaluation summary: (B)(4): performance data collected from the device was analyzed revealing that battery depletion indicated (eri). Time of eri was on (B)(6) 2011, device rrt<=2.62 volt. Weekly battery voltage log data showed min bat=2.64 to 2.62 volts minimum on (B)(6) 2011. There was 1 - patient alert for low battery voltage on (B)(6) 2011 02:15:03.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) performance data collected from the device was analyzed revealing that battery depletion indicated (eri). Time of eri was on (B)(4) 2011, device rrt<=2.62 volt. Weekly battery voltage log data showed min bat=2.64 to 2.62 volts minimum between (B)(4) 2011 and (B)(4) 2011. There was 1 - patient alert for low battery voltage on (B)(4) 2011 02:15:03. The device was returned, analyzed and analysis of the device found a high current drain condition. Electrical analysis revealed the cause of the high current drain was current leakage in the battery filter capacitors.